Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a total hip replacement surgery on (B)(6) 2025, the ceramic liner broke, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient was in stable condition now.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Additional information was received and states that: the edge of liner broke during implantation, and the surgeon immediately cleaned and removed all fragments. Then another liner (specific code unknown) was replaced to complete the surgery. The surgical time was extended about half an hour during this period. This event caused no other harm to the patient except for the extended surgery time. The patient was in stable condition now, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added : b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.